Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called us reporting that she is doubting her meter results: 24 mg/dl, 225 mg/dl within 10 minutes. Patient says that she has two different vials of test strips with the same lot number, and that she doesn't know which one she was using she when obtained the questionable results. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.